Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a remote follow up, a remote alert was triggered by t-wave oversensing. Reprogramming recommendations were provided and the patient was well.